Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but not limited to, the following: movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in the IFU. Migration of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture; however, have been reported without any adverse clinical sequelae. Perforation or other acute or chronic damage of the ivc wall. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Caval thrombosis/occlusion. Extravasation of contrast material at time of venacavogram. Air embolism. Hematoma or nerve injury at the puncture site or subsequent retrieval site. Hemorrhage. Restriction of blood flow. Occlusion of small vessels. Distal embolization. Infection. Intimal tear. Stenosis at implant site. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. Approximately ten years post filter vena cava filter deployment, the filter was allegedly removed during a surgical procedure to the abdomen. No other information regarding this event was received. Patient status was not provided.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. Approximately ten years post filter vena cava filter deployment, the filter was allegedly removed during a surgical procedure to the abdomen. No other information regarding this event was received. Patient status was not provided.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the inferior vena cava, and perforated the duodenum. The device has been removed via an open abdominal procedure after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced abdominal pain; however, the status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After, three days of post deployment, abdomen view of feeding tube placement was performed which showed inferior vena cava filter at the level of l2-l3. Around, three months later, two views of the thoracic spine were performed which showed inferior vena cava filter with tip at the l2-l3 disc space. Around, six years and seven months later, the patient experienced back pain, two views of thoracic spine were performed which showed inferior vena cava filter was in the visualized upper abdomen. Around, three years and three months later, the patient experienced right-sided pelvic pain, computed tomography of abdomen and pelvis without contrast was performed which showed inferior vena cava filter. The legs of the inferior vena cava filter have migrated beyond the wall of the inferior vena cava. This was not an uncommon finding in longstanding inferior vena cava filters. Around, one month later, the patient experienced chronic abdominal pain, status post motor vehicle accident. At that time, he had an inferior vena cava filter placed. He has undergone attempted retrieval that has been unsuccessful. As believed that chronic abdominal pain was likely related to scarring associated with the inferior vena cava filter tines that have extruded the inferior vena cava into the associated small bowel and soft tissue. The patient was deemed an appropriate candidate and consented for the procedure. Open inferior vena cava filter removal with primary inferior vena cava closure was performed for retained inferior vena cava filter which showed inferior vena cava filter was high and directly behind where the duodenum was laid over the vascular structures. The inferior vena cava was dissected out distally. The filter tines were exposed, one in particular was found to be in the duodenum. This was gently pulled out of the duodenum and the ends were cut. Three other tines were found to be in the associated soft tissue. The associated duodenum was found to be quite scarred down. These adhesions were bluntly and sharply dissected allowing for complete mobilization of the duodenum off of the inferior vena cava filter and there was one area of the duodenum where a small serosal injury was made. The inferior vena cava superior to where the filter, was palpated and dissected free. The renal vessels were found to be just above where the inferior vena cava filter. These were also dissected free for clamping. Once the suprarenal inferior vena cava was dissected out, the patient was systemically heparinized. The super renal inferior vena cava was clamped as was the right and left renal veins, the infra renal inferior vena cava was clamped as well. A venotomy was made over where the inferior vena cava filter was, and the filter was pulled from the vessels and the venotomy was then closed using suture. Around, three months and one week later, the patient experienced abdominal pain. Around, one month and two weeks later, the patient experienced pain. Therefore, the investigation is confirmed for retrieval difficulties and perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for tilted filter.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall - filter tilt - filter malposition h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The patient status post trauma with contraindication to anticoagulation had an inferior vena cava filter deployed in an infrarenal location without immediate complication. Approximately nine days post filter deployment, the patient with t8 unstable compression fracture underwent t5 to t11 posterior spinal fusion with autograft. Approximately ten years two months post filter deployment after a previous unsuccessful retrieval attempt, the patient with chronic abdominal pain was scheduled for open ivc filter removal. It was believed that the chronic abdominal pain was likely related to scarring associated with filter limbs that extruded the ivc into the associated small bowel and soft tissue. A midline incision was made, the ivc was dissected distally and one filter limb was found to be in the duodenum. Three other filter limbs were identified in the associated soft tissue. A venotomy was made and the filter was removed. The venotomy was closed and the bowel was returned to its appropriate position. There were no complications and the patient was in stable condition at the conclusion of the procedure. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for removal difficulties and perforation of the ivc. However, the investigation is inconclusive for tilted filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. Approximately ten years post filter vena cava filter deployment, the filter was allegedly removed during a surgical procedure to the abdomen. No other information regarding this event was received. Patient status was not provided. It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc, and perforated the duodenum. The device has been removed via an open abdominal procedure after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced abdominal pain; however, the status of the patient is unknown.